Manufacturer narrative:
Product recall initiated 2007. No product returned for evaluation. 1/16/2008.

Event description:
The pt presented with post-op inflammatory reaction around the calaxo screw which was implanted in 2007. Add'l surgical procedure performed in order to remove the remains of the screw.